Event description:
It was reported that prior to starting pre anesthesia of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report they are getting a non-recoverable error on the system. Prior to calling they restarted the system several times with no change. Logs indicate a error 311 on the tower. Tse advised the system will require re-programming before it's able to be used again. There was no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. The fse observed and reproduced reported error. Attempted programming system via aperture o2 download app and was unsuccessful. Using local host fse was able to program system, after completing program, aperture o2 download app was again used and successfully completed a program of the system. Test drive performed and system is working as intended. The system was tested and verified for use. The complaint was confirmed based on the field evaluation. The probable root cause of this complaint is firmware corruption or loss on the msc_ID node, causing the system to revert to its golden image and generate error 311. Reprogramming the system restored normal functionality, indicating a software issue rather than a hardware failure.